Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported advantage ii system blood glucose results of 4.6 mmol/l and 27.5 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.